Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter feels rigid and presents redness in affected area. The following information was provided by the initial reporter, translated from spanish to english: I have been informed in the nicu service that there is a novelty in the 24g catheters, the morning shift manager informs me: "the catheters are presenting problems with their use, once the to insert the catheter, they feel very rigid and the next day (after 24 hours) the channeled patient presents redness in the affected area.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter feels rigid and presents redness in affected area. The following information was provided by the initial reporter, translated from spanish to english: I have been informed in the nicu service that there is a novelty in the 24g catheters, the morning shift manager informs me: "the catheters are presenting problems with their use, once the to insert the catheter, they feel very rigid and the next day (after 24 hours) the channeled patient presents redness in the affected area.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with five photos and two videos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2006902, and no quality issues were found during production. Our quality engineer reviewed the provided photos and video. In the provided photos, it was observed that there was some reddening of the patient's skin and in the second video the engineer noticed that the health care professional was attempting to force the catheter into the patient's skin without the assistance of the needle. Attempting to further insert the catheter without the needle is not recommended. The instruction for use states that the entire needle and catheter assembly be threaded into the patient's skin before attempting to advance the catheter deeper. Trying to advance the catheter without the needle will likely cause pain or discomfort. Therefore, based off the provided photos and videos the engineer was able to verify the reported defect. However, after reviewing the photos and videos the engineer noticed that the insertion technique might be a possible cause for the defect. For a more thorough investigation a physical sample will need to be available for testing.